Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with the depth adjustor on the patient's onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications; however, on (B)(6) 2013, the patient reportedly took less food and/ or drink. That same day, the reporter claims the patient had symptoms of thirsty, weakness and was taking naps. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the correct lancets were being used and there was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the reporter claims the patient developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.